Manufacturer narrative:
On november 21, 2023, mentor received the device for evaluation. On november 27, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual evaluation of the image provided, some bubbles were observed in the gel in the returned device measuring between 0.6 x 1 cm to 0.6 x 3.1 cm. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were found on the anterior view measuring less than 0.1 cm in both tears. Microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the tears parallel striations are consistent with markings made by a sharp object perforating the implant shell. In addition, the bubbles observed could be caused by the tears found. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger-sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced device extrusion on the right side. As a result, the patient underwent removal surgery without replacement on (B)(6) 2023. It was also reported that there were air bubbles found within the device upon explantation.